Event description:
It was reported that this device was explanted due to premature battery depletion. Also, there was some unsuccessful therapy in the past. There were no adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was explanted due to premature battery depletion. Also, there was some unsuccessful therapy in the past. There were no adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.